Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: although a root cause for the pump stop and low speed events captured in the log file cannot be conclusively determined, based on previous complaint experience, the events appear consistent with a potential driveline compromise. Log file data showed a pump stop with low speed events was captured on (B)(6)2019 at 3:56pm with additional low speed events captured on (B)(6)2019 at 1:40am and 8:02am. These events resulted in alarms for low speed and low flow hazard and occurred while the system was connected to the power module. It was reported that the patient would remain on an ungrounded patient cable and battery power and would be monitored moving forward. Following the pump stops and low speed events, the patient was placed on battery power and no further issues were observed. No further information was provided. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported pump stop, low speed, and low flows on (B)(6) 2019 and then low speed and low flows on (B)(6) 2019. The log file submitted confirmed pump stoppages, low speed advisories, and low flows. It was reported that the patient was plugged into the power module while using a grounded cable when these events occurred. The cause of these events was due to patient being connected to a grounded cable. After alarms occurred, it was confirmed that the patient was connected to battery power with no further alarms observed. Patient will be using a no ground patient cable or battery power moving forward. The driveline appears normal. Additional findings reported on 27aug2019, a no external power event was observed. This event occurred due to both power leads being disconnected at the same time. Noted that there was no interruption in pump operation, as the external back up battery was operational when the no external power event occurred. No further information was provided.